Event description:
It was reported that an unspecified quantity of non-dehp micro-volume extension sets leaked. The events occurred during an unknown process step in the neonatal ICU. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: model #, previous h11 describing d4 UDI # (the lot number (10) was not reported; therefore, the UDI number will only contain the device identifier (01)). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.